Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified in regards to the altitude alarm. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated the occlusion alarm was successfully cleared. Additionally, it was reported the customer received an altitude alarm. The customer cleared the altitude alarm and resumed pump deliveries. Reportedly, the customer continued to use the pump for insulin therapy.